Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zct225 18.0 diopter intraocular lens (iol) model was stuck in the cartridge and it would not advance or remove. There was no patient contact, the patient left the surgery center without having a lens inserted into the patient¿s ocular sinister (left eye), and a second surgery is required. It was also reported outcome significantly interferes with activities of daily life. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 08/07/2019. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received in a zip lock bag. Visual inspection of the return sample shows the product is stuck in cartridge. The complaint can be confirmed. Considering the condition of the return additional analysis is not possible. A product deficiency cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.